Event description:
Received synvisc one injections in both knees on (B) (6) 2010. Two days later, reported to the ER complaining of severe pain in the left knee only. Was unable to bear weight. Also hot and swollen. Aspiration of the knee revealed h influenzae on culture. Pt was admitted to hospital once culture results available (on (B) (6) 2010) and was started on IV antibiotics for septic arthritis after I & d. Symptoms: elevated liver enzymes, pain in left knee, unable to bear weight, swollen, septic arthritis. Treatment drugs used: ceftriaxone, dose. 2, units: gm, freq: every day, route: IV. Dose or amount: 48 mg, freq: other, route: other. Dates of use: (B) (6) 2010. Diagnosis for use: pain, osteoarthritis.